Event description:
Reportedly, a patient hospitalized with end stage renal disease with a history of alcohol and drug abuse developed a gastrointestinal bleed several hours following a dialysis treatment. The patient's blood work revealed a decrease in his hemoglobin level from 8g/dl to 4.8 g/dl and hemolysis. A peripheral blood smear was negative for schistocytes and spherocytes. The coombs test was negative. The cause of hemolysis is unknown. The assistant director for dialysis reported that the patient did not exhibit any symptoms of hemolysis during dialysis nor were there any kinks visualized in the blood tubing. The cartridge blood line was discarded and not available for inspection. The phoenix dialysis machine was inspected and found to be within manufacturer's specification.